Manufacturer narrative:
MFR's investigation is still ongoing; if add'l info is received, a f/u report may be submitted.

Event description:
It was reported by service report that the brakes were not holding properly. No pt involvement or adverse consequence was reported.